Event description:
It was reported that the pt was to have his vns device removed as it was not effective for his seizures. Upon review of programming history, it was found that the pt had high impedance results on diagnostics taken on (B) (6)2009. The device was programmed off on that date. Explant surgery is planned, but has not occurred to date. Attempts for further information have been unsuccessful to date.